Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported there was a bad kink that led to major image interference during maintenance involving an olympus bronchovideoscope. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11 the device was returned to olympus for inspection, and the reported failure was partially confirmed for the damaged video connector but not for the image interference. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the damage malfunction: deformation/distortion problem; expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.